Event description:
This event was reported as valve explanted due to endocarditis (staphylococcus epidermidis), source unknown; and vegetations on both aortic and mitral valves. No further information was provided.